Manufacturer narrative:
Per the customer, "it is assumed that while inserting that balloon while the scope was torqued, that black plastic tube was stripped from the supply and lodged in the instrument channel. This is assumed as the physician put down a balloon sweep supply next, and it was with that supply that we first noticed this mysterious black plastic tube coming out of the distal end of the scope." The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during the middle of the diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, there was a potential foreign body (black plastic tube) inside the scope that may have come out during the procedure. There was a procedural delay and extended general anesthesia for an undetermined amount of time while the provider worked around the black plastic tube and dislodged it from the scope. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: although a trace of scraping in biopsy channel was confirmed, a kink to disturb passage of balloon dilator was not confirmed. Also, the inner diameter of the biopsy channel of the subject device was confirmed to be large enough to pass a balloon dilator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the fallen material that caused the reported event was a piece of a boston scientific (cre rx8-10) biliary dilation balloon (ref m00558920) that was inserted in the device during the procedure. It is likely that the fallen piece detached due to stress from inserting it into the biopsy channel. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operatation manual 4.3 using endotherapy accessories- warning: if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ¿operatation manual- 2.2 specifications¿ furthermore, per the IFU (in hp) of boston scientific, the minimum inner diameter of the scope¿s biopsy channel required to pass through a (cre rx8-10) biliary dilation balloon (ref m00558920) is 3.7mm. This supplemental report includes a correction to d8, g2, and h4 from the initial medwatch. Also, information has been added to h3. Olympus will continue to monitor field performance for this device.